Event description:
The doctor reported separating a file in the pt's tooth during a dental procedure. The pt was referred to an endodontist for further treatment. The doctor elected to fill around the file to complete the procedure. There was no report of injury to the pt.